Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the permanent cautery hook (pch) instrument was recognized but no energy was delivered. The instrument was checked and installed with normal movement. The customer replaced the line, but the issue persisted. There was no report of fragment(s) falling inside the patient. The procedure was completed with a backup instrument of same kind. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the permanent cautery hook (pch) instrument to perform failure analysis. The instrument was found to have a broken conductor wire and failed electrical continuity test. The grip tips were manually manipulated and intermittently failed continuity test, indicating the conductor wire was broken at the grip crimp location. No signs of thermal damage or physical damage were observed. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The permanent cautery hook instrument has been further evaluated by the advanced failure analysis and the initial failure analysis (fa) findings were confirmed. The instrument was confirmed to fail the continuity test. The housing was removed and it was observed that the conductor wire was able to be pulled out of the main tube easily. The conductor wire was found to be broken on the distal end inside the main tube.